Manufacturer narrative:
H3. Analysis of recharger product ID 37751 (serial# (B)(6) found " damaged digital board", recharger board damaged and battery is not charging". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was that the caller reports that the recharger will not power on since saturday. The caller tried charging and it appeared that the transformer was working and the green light was on it, but the light on the screen would not come on at all. The issue was not resolved through troubleshooting. An email was sent to the repair department. Explained to the caller that we should be called first for troubleshooting because we normally only replace the impacted component. Pt rep called back from number in phone 2 field stating they received the dtc and antenna but not the power cord from the wall outlet. Caller said patients primary charging system was working fine but their back up is what needs to be replaced. No symptoms reported.

Manufacturer narrative:
Product ID 37751 lot# serial# implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.